Manufacturer narrative:
No further follow-up is planned. Evaluation summary: a male patient reported his humapen ergo ii device "failed to press to the end since it was impossible to return to zero," so the dose was inaccurate. The patient experienced abnormal blood glucose. The device was not returned to the manufacturer for investigation (batch number unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. The patient used the device for 9 years (since 2010). The core instructions for use state the humapen ergo ii device has been designed to be used for up to 3 years after first use. There is evidence of improper use. The patient used the device beyond the recommended use period. It is unknown if this misuse is relevant to the event of abnormal blood glucose.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This solicited case, reported by a consumer, via a patient support program (psp), with additional information from the initial reporter via psp, concerned a male patient of unknown age and origin. Medical history and concomitant medications were not provided. The patient received insulin human (rdna origin) injections (humulin r) (100 u/ml) through a cartridge via a reusable pen humapen ergo ii (blue), for the treatment of diabetes, beginning approximately since 2010. Dosage regimen, frequency, route of administration and specific insulin human regular treatment start date were not provided. In (B)(6) 2019, it appeared his humapen ergo ii failed to press to the end, since it was impossible to return to zero without installing the insulin human regular cartridge (associated pc (B)(4) / lot number unknown). Due to this, the insulin human regular treatment dose was inaccurate; he was hospitalized in order to adjust his blood sugar (no values, units or reference ranges were provided) and physical examination (check-up) / check the body on (B)(6) 2019 (no results, units or reference values for both were provided). As of (B)(6) 2019 the patient was still hospitalized (patient was still not discharged currently). Information regarding specific hospitalization date, corrective treatment and outcome of all the events was not provided. Insulin human regular treatment was continued. The operator of the humapen ergo ii was the patient and his training status was not provided. The humapen ergo ii general model duration of use was not provided, the suspect device duration of use was approximately 9 years (start of use around 2010). The suspect humapen ergo ii device associated with product complaint (B)(4) was not returned to the manufacturer. The reporting consumer did not provide a relatedness assessment between the event of blood sugar adjustment with insulin human regular treatment and was not sure if the remaining event was related to insulin human regular treatment. The reporting consumer did not provide an assessment of relatedness between all the events with the humapen ergo ii. This case was cross-referenced with the following cases: (B)(4) (both from same patient). Update 22-apr-2019: initial information and follow-up information both received on 15-apr-2019 were processed at the same time. Update 23-apr-2019: additional information was received from the initial reporter via psp on 15-apr-2019. Added the non-serious event of wrong dose administered, onset date of the event of blood sugar abnormal, humapen ergo ii age (device age) and hospitalization date of the event of blood sugar abnormal. Changed as reported causality of the event of blood sugar abnormal from no to unknown. Completed description as reported of the event of blood sugar abnormal. Updated narrative with new information. Edit 23-apr-2019: added a check up laboratory test in order to match with the case source. No additional changes were made to the case. Update 29-apr-2019: no new medically significant information received from the affiliate on 23-apr-2019. Product complaint number (B)(4) was received and processed. No other changes were made to case. 01may2019: updated medwatch and european and (B)(4) (EU/(B)(4)) fields for expedited device reporting. No new information added. Edit 02-may-2019: upon review of initial information received on 15-apr-2019, updated improper use of humapen ergo ii from no to yes. Narrative updated accordingly. Update 03may2019: additional information received on 01may2019 and 02may2019 from the global product complaint database, which was processed together. Entered device specific safety summary (dsss). Updated the medwatch fields with device information and the european and (B)(4) (EU/(B)(4)) device information for the suspect humapen ergo ii device associated with product complaint (B)(4), which was not returned to the manufacturer. Corresponding fields and narrative updated accordingly.